Manufacturer narrative:
Date sent to FDA: 7/31/2020. Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 10/9/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿extensive omental adhesions to the anterior abdominal wall where he observed the uncoated mesh was located. The surgeon removed the extensive adhesions and the loose portions of the mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, inflammation and loss of appetite. No additional information is provided.